Manufacturer narrative:
The investigation shows that there is a bug in the cu software: the software does not check that the helmet is locked to the helmet changer before enabling the lifting motion. So, if the helmet lock is jammed during lock/unlock or if the user does not press the lock/unlock button long enough, the helmet lock can be between lock and unlocked and then the user can start the lifting motion. This software bug exists in cu s/w version 2.0.4 which was released in the first release of lgk c.2 and it also included in the 1.2 hardware upgrade kit. Later releases of cu software are not affected. The user can avoid this issue by observing the led indicators of the helmet changer hand control before starting the lifting motion: there are led indicators on the helmet changer hand control that clearly indicates if the helmet lock is locked or unlocked or unlocked or in between (no indicator light). The corrective action plan: an important notice has been sent to all customers affected by this issue and a software fix is currently in progress for release.

Event description:
The 18mm helmet dropped onto the helmet trolley from the helmet carrier at about 45 degrees. This occurred while the operator was moving the couch with the 18mm helmet and using the hand controller towards the helmet carrier. Normally when the helmet docks the carrier automatically locks the helmet, but this time the operator stopped the couch movement just before docking and manually locked the helmet. The led in the controller indicated "helmet lock". The carrier was pulled and the helmet was lowered. Then the helmet dropped.